Manufacturer narrative:
Imagery was returned from the field. Review of the imagery confirmed the balloon leakage on the crimp balloon. Additional fluoroscopic imagery provided shows the delivery system and sheath proximal to the aortic bifurcation. The delivery system was returned to edwards lifesciences for review. Upon visual inspection, minor flex tip gouges and discoloration on flex shaft was observed. During functional testing, the delivery system showed no issues in its able to fully flex. Additionally, the delivery system was able to be pulled to the valve alignment marker, locked, and full fine adjust was able to be performed with no difficulties observed. The balloon was fully inflated and pin-hole leakage was observed on the crimp balloon distal to the triple markers of the guidewire lumen. During dimensional testing, the double wall thickness of the crimp balloon was measured and was found to be within specification. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Lot history review revealed no other similar complaints. A review of the complaint history from august 2019 to july 2020 revealed other similar complaints, but no manufacturing non-conformities were found. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: insertion force through partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 to 2 cm. Tracking over aortic arch: ensure edwards logo is facing up on the delivery system. Use 30° to 40° lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. Note: the delivery system articulates in a direction opposite from the flush port. Additional considerations: do not overflex while tracking over aortic arch. To prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel. Ensure edwards logo faces upwards throughout flexing and tracking. Crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Be patient! Do not force the thv. Use short movements to prevent ¿jumping¿ of the thv into the ventricle. Factors that can make it difficult to cross. Heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav. Experiencing difficulty crossing. Make sure wire is correctly extended at apex. Pull tension on the wire or reposition. Add some distal flex or remove some partial flex. Pull system back and re-advance. Balloon rupture: if delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿delivery system ¿ tracking difficulty¿ was not confirmed. No manufacturing non-conformance was identified upon device evaluation. A review of the DHR, lot history, compliant history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, the patient had a moderate degree of calcification and tortuosity in their access vessels, as well as an initial mld of 4.7mm. Per the training manual, a minimum of 5.5mm mld is required for the esheath to function properly. To allow for more room, the physician pre-dilated and stented the access vessel. However, issues were still had when attempting to insert the sheath past the stented area and the sheath was only able to traverse a portion of the iliac artery. This can be noted in the returned imagery where the insertion of the delivery system and valve can be seen proximal to the aortic bifurcation. The delivery system was then inserted up to the descending aorta while requiring significant push force to do so. It is possible that the stented portion of the iliac vessel, as well as the moderated degree of tortuosity/calcification, contributed to increase resistance with the delivery system and caused the difficulty felt when initially tracking the device through the femoral artery. Available information suggests that patient factors (calcification/tortuosity/pre-existing stent) and/or procedural factors (incomplete sheath insertion) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. The complaint for ¿balloon ¿ leakage¿ was confirmed based on the condition of returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. Per the report, the patient had a moderate degree of calcification and tortuosity within the iliac vessel. It was also mentioned that a high degree of push force was needed to track the delivery system through the anatomy. The presence of calcification along with high push force can create a challenging anatomy for the balloon inflation. It is possible that crimp balloon interacted with calcification as it was tracked over the tortuous anatomy. Calcification can compromise the integrity of the balloon leading to the leakage. Available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No edwards manufacturing defect was identified during evaluation. Available information suggests that patient factors (calcification/tortuosity/pre-existing stent) and/or procedural factors (incomplete sheath insertion) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies haven been identified, no corrective or preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿balloon - leakage¿ was confirmed. No edwards manufacturing defect was identified during evaluation. Available information suggests that patient factors (calcification/tortuosity) and procedural factors (excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies haven been identified, no corrective or preventative action nor product risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 26mm sapien 3 valve in the aortic position, by left transfemoral approach, the sheath was unable to pass through the calcified and tortuous iliac artery. The artery was ballooned with a 6mm peripheral balloon. The sheath was still unable to pass and an 8mm stent was placed. A new esheath was used, however, the new sheath was unable to advance entirely through the stented portion of the iliac. The procedure was performed with the sheath in this position. The advancement of the valve and delivery system from the sheath tip to the descending aorta was difficult and required significant push-force. During valve deployment, the delivery system balloon had an unusual profile during inflation. Upon balloon deflation, blood entered the atrion. Moderate to severe paravalvular leak (pvl) was observed and the valve was post-dilated with a new delivery system, resulting in mild pvl. Valve function was satisfactory on fluoroscopy. The delivery system was withdrawn without difficulty and the balloon material remained intact. After being removed from the body, a pin-size hole was discovered in the delivery system balloon material at the level of the 3 markers. The artery was closed with a closure devices and there was an abrupt occlusion of the femoral artery due to the closure device. Balloon angioplasty was performed and flow was re-established. The post-procedure, the patient recovery was uncomplicated. The access vessel mld was 4.7mm. The aorta and iliac calcification was moderate to severe. As per medical opinion, the perceived cause of the delivery system balloon leak was high push forces and multiple manipulations were required to advance the delivery system from the sheath tip in the iliac artery to the descending aorta.